Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the expiratory pressure transducer printed circuit board (pcb) was found defective. Expiratory pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the faulty part was the cause of the failure. However, the root cause to why the part failed has not been established as neither the device's logs nor the claimed part were returned for investigation. The correction of field h4 manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 04/25/2022 corrected manufacture date: 04/20/2022.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).